Event description:
A pt was diagnosed by an ophthalmologist with a corneal ulcer od located 1mm above visual axis at 12 o'clock position in 2002. Visual acuity reported as 20/20 before incident and as 20/20 in 2003 office visit with several small scars remaining. Treatment info unknown. Pt reported that they wear their lenses on a daily wear schedule, but only disinfects their lenses 2-3 times per week and soaks in only saline the remaining days of the week. Optometrist suspects contamination due to non-compliant lens care procedures. 3 weeks later, the optometrist refit the pt and dispensed lens care products. No further info is available at this time.